Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had received treatment for hypoglycemia. The patient's blood glucose levels had dropped to 43 mg/dl while wearing the pod. Symptoms reported include sweating, shaking and feeling cold. Upon arrival of emergency medical service (ems) the patients blood pressure was checked. The patient was treated with glucose gel. The patient was given a peanut butter and jelly sandwich. The patient was with ems for 15 minutes. The patient did not go to the hospital.